Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference. Correction of serial #: (B)(4).

Event description:
Customer complains of high results. Customer states she does feels symptoms of shakiness and nausea, instructed customer to contact her healthcare professional if at any time the symptoms worsen but customer declined. The customer's expected blood result is 90-150mg/dl fasting. Verified the strips expire 11/21/2017. Customer confirms the strips have been properly stored and were first opened 12/1/2015. Customer performed a back to back blood test and obtained 327mg/dl and 362mg/dl fasting. Reviewed meter memory: (B)(6). Memory concerns:344. Customer was recently prescribed antibiotics for a bladder infection she developed.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states she does feels symptoms of shakiness and nausea, instructed customer to contact her healthcare professional if at any time the symptoms worsen but customer declined. The customer's expected blood result is 90-150mg/dl fasting. Verified the strips expire 11/21/2017. Customer confirms the strips have been properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 327mg/dl and 362mg/dl fasting. Reviewed meter memory: (B)(6). Customer was recently prescribed antibiotics for a bladder infection she developed.